Event description:
It was reported that during implant, the right atrial (ra) lead helix could not fully extend, and the right ventricular (rv) lead could not be fixed onto the right ventricle, additionally both leads dislodged during the procedure. Both leads were not used and the procedure concluded successfully with new leads. The patient was stable following the procedure.